Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead could not be placed due to unusually coronary sinus anatomy. It was also indicated that the lead could not capture the lv. The lead was not used and an alternative system was placed. No patient complications have been reported as a result of this event.